Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) buretrol sol. Admin. Sets appeared to have air in the line. The first incident occurred during prime. The second incident, air bubbles were observed causing an unknown infusion pump to alarm during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual devices were not available; however, photographs and videos of the samples were provided for evaluation. Visual inspection performed on the photographs and videos did not identify any abnormalities that could have contributed to the reported condition. Additionally, visual inspection was performed on retention samples with no issues noted. Functional flow testing and under water leak testing were performed on the retention samples, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.